Event description:
The customer alleged there was no alarm (unknown visual/audio or both) for a high pressure event. No death or serious injury is verified. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device, could not duplicate the alleged event but performed a level ii preventative maintenance on the device. The device passsed all testing. The customer called the following day and reported the device now did not emit an audio alarm for a high pressure event. The customer stated, via phone, there were error codes - 6111 and 6131 in her file. The codes found in the device memory are not consistent with the reported error codes observed by the user, although the user could have run test and erased the codes. The cse still could not duplicate the alleged event on his subsequent visit. He replaced the interface "pcb" as a precaution. Consultation with the facility (phone review of their records) does not reveal any additional information which could be useful in determining the root cause to the event. The unit passed extended self testing. It is not verified that there was no alarm for the reported high pressure events, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.